Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
When testing the fluid path, fluid was diverted from a tear in the unexposed portion of the soft cannula. The tear and leak led to corrosion on the pcb, fluid contact on the commutator cap, low battery voltages, and the 0x3d hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone13.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. When testing the fluid path, fluid was diverted from a tear in the unexposed portion of the soft cannula. The tear and leak led to corrosion on the pcb, fluid contact on the commutator cap, low battery voltages, and the 0x3d hazard alarm.